Manufacturer narrative:
(B)(4). Concomitant product(s): a 51-107150 tprlc 133 mp type1 pps ho 15.0; 650-1057 cer bioloxd option hd 36mm; 13-104062 m/h radial solid/apx shl 62mm; unknown e1 maxrom liner. The complaint cannot be confirmed since operative notes or x-rays were not provided from the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06092, 0001825034 -2018 -06093, 0001825034 -2018 -06094, 0001825034 -2018 -06095.

Event description:
It was reported a patient was presented with cellulitis requiring treatment one month post implantation. No further information is available at this time.